Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 298, 187, and 155 mg/dl. Tests were done within 10 minutes with a difference of 40%. Pt using expired strips. Pt did not experience any adverse events. No further info has been reported.